Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported issue, lens guide is dirty. In addition, the distal end rubber adhesive is detached, the connecting tube has a wrinkle, the image guide protector has a scratch, the switch box has a scratch, the suction cylinder is shaved, suction cover has a scratch, universal cord scratched, plastic cover distal end is dirty and has a dent, there is play of the knob due to wear of the angle wire. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the inside of lens guide is dirty. No patient harm or injury. The customer returned the device for repair. The olympus service center identified foreign material in the forceps elevator. The dirty lens guide and foreign material in the forceps elevator are reportable events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information obtained form the customer. A correction to operator of device was made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation for the dirty light guide (lg) lens, it likely occurred because of the following mechanism: I) micro-gap was generated at the lg lens glue by physical stress / chemical stress from user handling. Ii) dirt onto the lg lens or its glue invaded the lens from the gap. The following is stated in the instructions for use which can prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Based on the results of the investigation for the foreign material adhered to the forceps elevator, it likely occurred because of the following mechanism: I) the user insufficiently reprocessed around the elevator after procedure ii) the foreign material on the elevator dried and adhered when the user did not reprocess the device immediately after procedure. The following is stated in the instructions for use which warns the user of this event: "reprocessing manual: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information 01feb2022: customer is following olympus cleaning, disinfecting, and sterilization procedure and uses the olympus endo-washer (oer-aw) for cleaning the scope. Currently the user was using the brush (maj-1888) and they returned our loaner scope after proper cleaning. The customer doesn't know the name of the procedure, but confirmed there was no patient injury/harm when the device was used last.